Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after 10 minutes of use, the antenna reached a high temperature and stopped working. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Correction this report is based on information provided by post market vigilance investigation personnel. One rfa2030 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the antenna reached a high temperature and stopped working. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after 10 minutes of use, the antenna reached a high temperature and stopped working. Another device was used to complete the procedure. There was no patient injury.